Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A 2mmx40mmx145cm coyote es balloon catheter was advanced for dilation. However, when inflation was started, contrast media leak was noted and the balloon ruptured. The procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was good.